Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, the device failed to discharge the second shock. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting which included bench handling, defib cycling, and multiple charge/discharge (30j-200j) testing without duplicating the reported malfunction. Internal inspection of the device and all related defib cables/connections did not yield any discrepancies. Review of the device activity logs did not show any evidence to support the customer's report. Therefore our investigation for this customer report was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.